Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 08/19/2014 with the following findings: visual inspection revealed that the display screen was cracked; the reported event was duplicated. The pump powered on properly, but the display screen was blank. The original display screen was replaced with a test display screen; the pump display functioned properly with the test display screen installed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. Reportedly, the display was cracked and the screens cannot be read/maneuver safely. The reporter stated that there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.